Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. The medical records allege bard g2 filter was deployed below the renal veins location for a patient. On later views, an inferior vena cava filter was visualized at the level of l2. Approximately one year and one month later, the patient experienced abdominal pain, abdomen series three views was performed which showed inferior vena caval filter stable in position. After three weeks, the patient experienced abdominal pain, abdomen series three views was performed which showed inferior vena cava filter remains with its tip at the level of the superior endplate of l3. After one year and nine months, abdomen view of kidney, ureter and bladder was performed which showed an inferior vena cava filter was seen in the right paraspinal region in the region of the inferior vena cava. After three years and three months, the patient experienced pain. After two years and three months, the patient experienced back pain. After three months, x-ray of abdomen anteroposterior view was performed to evaluate presence of inferior vena caval filter which showed there was inferior vena caval filter just the right of midline at the approximate l4 level with the nose cone at the l3-l4 level. After four months, computed tomography of abdomen and pelvis without intravenous or oral contrast was performed which showed a total of five prongs have perforated the inferior vena cava. Maximum distance prong perforated was 5 mm. No coronal or sagittal images were submitted. After six months, the patient experienced left-sided chest pain. Therefore, the investigation is confirmed for the alleged filter migration and perforation of the inferior vena cava.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).